Event description:
It was reported that the device went to eri (elective replacement indicator) and that the battery voltage was 2.59 volts with a battery impedance of 5467 ohms. It was noted the patient was not feeling well when the device went to eri. The device was replaced. No patient complications have been reported as a result of this event. The patient's outcome was satisfactory.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) battery depletion-normal.